Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states the insulin pump was exposed to moisture and the o-ring inside lip of reservoir compartment was missing. Troubleshooting was performed for exposed to fluid and noticed insulin exploding in the reservoir compartment. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self-test and displacement test. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. No missing reservoir tube o-ring noted.